Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event: unknown. (B)(4) lot number unknown. Planned (date unknown). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. An image reading of the x-rays was conducted by a medical director from this manufacturer. The medical director says, it appears there is a relative low density zone around the implant stem. He can¿t comment too much due to lack of quality and information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a radial head prosthesis system on (B)(6) 2015 for a radial head fracture. Postoperatively, after around 3 to 4 months, an x-ray was taken (exact date unknown) and it was noticed that the construct was loosened in the radial medullary canal. Revision surgery has not been performed as yet but is planned the date is unknown. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information: notified today by surgeon that this implant is being removed, and subsequently, replaced with a competitor¿s product by surgeon at (B)(6) medical center. Dr. Said that he suspects that there may be a manufacturing issue such as, but not limited to, remnant detergent or cleansing material on the stem (similar to issues other companies have experienced in the past). Hospital will not release the product. Products were not returned and no lot numbers were provided, an investigation could not be performed